Event description:
During the procedure, the catheters were inaccurately displayed on the system during a navx mode ventricular tachycardia ablation. Mapping was done but unable to apply therapy as the ablation catheter did not seem to be displaying properly. The catheters were replaced which did not resolve the issue and the procedure was cancelled.

Manufacturer narrative:
Study data was not received by the analysis lab for review. Review of the ensite cardiac mapping system verifies that in some cases a shift can occur. Catheter display shift is consistent with any number of the following: patient re-positioning such as upper limb motion and displacement of the chest or abdomen. Positional reference electrode dislodgement. Patch connection, adhesion, or placement issues. Non-transient shifts can be related to the gravitational shift of body weight as the patient relaxes during the procedure and subsequent gradual impedance changes in the body. Powering up or shutting down other lab equipment can cause electromagnetic interference with the abbott equipment. In addition, changing connections to other lab equipment such as a stim generator can cause catheter shift. If a shift occurs, it is recommended to use enguide alignment to return the catheters to their previous positions relative to the model. See ensite cardiac mapping system IFU, setup, enguide alignment.